Manufacturer narrative:
E1: (B)(6).

Event description:
Philips received a complaint from customer biomed, reporting the touch screen on the v60 ventilator does not work properly. The device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and confirmed the reported issue. The bme reported the screen is visible but dim. The screen contour was damaged.

Manufacturer narrative:
H10: a philips field service engineer (fse) evaluated the device and confirmed the reported issue. The fse replaced the touchscreen. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.